Event description:
Customer stated that when she gets an alarm she does not hear the beeps. After testing she was able to read the visual screen which read "test ok". No audible beeps were heard at this time.